Event description:
It was reported that during a ipg replacement procedure on (B)(6) 2025, intraop impedance check on the leads revealed high impedance on both leads. It was noted that both leads were fractured. As such, the leads were explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
A patient experiencing lead fractures was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.